Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer¿s blood glucose level subsequently decreased to 47 mg/dl. During troubleshooting with tandem technical, the pump was functioning as intended, and the customer was initiated several boluses. Customer addressed bg with honey and carbohydrates. It was also reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.